Event description:
It was reported that the foley catheter was inserted without issue and when removing it was not able to fully deflate the balloon which resulted to unable to remove the catheter. Variety of methods including cutting the foley tube, using a needle to try and drain the balloon, and manually manipulating the foley tube to relieve possible pressure and was able to manually drain the bulb by squeezing it through the patient's bladder and it was able to be removed. Per follow up via email on 10nov2020, the only medical intervention that the physician had to do a vaginal exam and compress the foley bulb to get it to drain for removal when other attempts to get it to drain were unsuccessful.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted without issue and when removing it was not able to fully deflate the balloon which resulted to unable to remove the catheter. Variety of methods including cutting the foley tube, using a needle to try and drain the balloon, and manually manipulating the foley tube to relieve possible pressure and was able to manually drain the bulb by squeezing it through the patient's bladder and it was able to be removed.